Manufacturer narrative:
The customer¿s report of the locking mechanism unscrewed from the base of the tubing was confirmed. During inspection it was observed that the suspect set¿s distal male luer assembly spin-loc locking hub was located down the set¿s tubing away from the set¿s male luer component, (described by the customer as ¿the locking mechanism unscrewed from the base of the tubing¿). No other anomalies were observed on the set during visual inspection. To prepare the set for functional testing the set¿s spin-loc locking hub was moved back over the male luer component and a lab extension set was attached to the suspect set¿s distal male luer. Functional and pressure testing was performed; no alarms or any other issues were observed. The root cause is an ¿as per designed¿ operation of this extension set¿s male luer. The design of the male luer used on this extension allows the spin-loc locking hub component to be pulled past the male luer component and onto the set¿s tubing. There was no fault found with the extension set¿s male luer assembly.

Event description:
The customer reported that the max zero filter extension tubing was difficult to remove from the max zero needle free connector that was connected to patient's PICC line. The male luer spin collar on the extension set unscrewed from the base of the tubing. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the max zero filter extension tubing was difficult to remove from patient's PICC max zero needless connector that was connected to patient's PICC line. The locking mechanism unscrewed from the base of the tubing. There was no patient harm.